Manufacturer narrative:
H.6. Investigation: thirty-four sealed samples were provided to our quality engineer for investigation. Upon inspecting the product, strips of paper were noted in four samples and dirt was observed in 3 packages. A device history record review did not reveal any documented quality issues during the production of lot number 1904229 that could have contributed to this incident. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Although we could not identify a direct issue, it was determined that a failure in the vacuum system resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister packages. The dirt that was identified likely was from the chain that guides the paper and film.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe inside the syringe package there was an unknown foreign matter that stained the package. The package interior also had an oily layer. Foreign complaint the following information was provided by the initial reporter, translated from german to english: in the syringe package is an unknown foreign matter (streaks) also unknown stains on the inside of the packaging. The packaging interior inside has an oily layer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe inside the syringe package there was an unknown foreign matter that stained the package. The package interior also had an oily layer. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: in the syringe package is an unknown foreign matter (streaks) also unknown stains on the inside of the packaging. The packaging interior inside has an oily layer.